Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and notice the batteries were dead, and would not charge. Both batteries were replaced and the fse completed the pm with full calibration, functional testing and safety check to factory specifications. The iabp passed all tests and was returned to the customer for clinical use.

Event description:
When a getinge field service engineer (fse) arrived to perform the preventive maintenance (pm), the cardiosave intra-aortic balloon pump (iabp) was unplugged and was not charging. The log files showed it was unplugged since october, and was not charging since then. No patient was involved no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted.

Event description:
When a getinge field service engineer (fse) arrived to perform the preventive maintenance (pm), the cardiosave intra-aortic balloon pump (iabp) was unplugged and was not charging. The log files showed it was unplugged since october, and was not charging since then. No patient was involved no adverse event was reported.